Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on a piece of oral-b toothbrush head. Toothbrush head went down my throat. Bottom part of the toothbrush head (it's a spin brush), fell off - oral-b. Consumer e-mail stated that, while brushing their teeth this morning, the bottom part of the toothbrush head (spin brush) fell off and went down their throat. They almost choked on a piece of the toothbrush head. No serious injury was reported.